Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 53 mg/dl. Reportedly, customer alleged the low bg was due to control iq "target bg" being to low and giving "too much insulin." Customer consumed carbohydrates to address bg. A pump data log was performed by tandem technical support, and it was determined that the pump was delivering and terminating insulin deliveries as intended. Recommendation was made to discuss diabetes management with a health care professional.